Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , keypad inoperable was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key was not working properly. Keypad required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump 'up' key was inoperative. This occurred during testing in the biomedical service department.there was no patient involvement. No additional information is available.